Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/17/2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. A crack in the base was found between the case seal and the keypad. A leak test was performed and failed due to a leak at the battery compartment crack. The pump case was removed to find moisture contamination inside the pump on the battery cannister and the power printed circuit board. The battery cap was unable to be fully tightened. The pump was unresponsive with both the returned battery cap and the test battery cap. Upon battery insertion there were no audible tones or vibration alerts. A blank display occurred upon battery insertion. The pump files could not be downloaded due to the unresponsive pump. The pump was unresponsive due to the moisture damage.

Manufacturer narrative:
Follow-up #2, 31-march-2017- correction to serial#.